Event description:
Information received indicates the pump will sometimes over and under delivery. Rate: 38 ml/hr.

Manufacturer narrative:
Product was not returned. Complaint could not be confirmed. This MDR is being submitted as part of a retrospective review for reportability.